Manufacturer narrative:
Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Device technical analysis: this product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use), therefore, well-understood factors likely contributed to the event. Investigation conclusion: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that inappropriate shocks are a known inherent risk with use of this product.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) presented to the emergency room after receiving an inappropriate shock. The patient was asymptomatic and thought they had fallen asleep prior to therapy delivery. The boston scientific (bsc) local area representative stated the episode didn't appear to be true ventricular fibrillation (vf) as a fairly regular low amplitude r-wave signal was observed marching through the event. The morphology returned to the presenting rhythm morphology post shock. Episode review was requested by a bsc technical services (ts) consultant who confirmed the underlying heart rate was unchanged, but there was a notable decrease in the r-wave amplitude. Review of counters in the logfiles showed a rather abrupt increase in the saturation counter in the last quarter of 2025. The patient reported no trauma had occurred to account for the sudden increase in the saturation count. Other counters such as normal sinus rhythm (nsr) to tachycardia have been incrementing since implant five years ago. Noise was present during postural assessment when the patient was on the right side (same position as when shocked) but was not marked and r-wave amplitude did not diminish. Automatic setup was performed and primary and secondary vectors passed for supine and sitting positions; however, alternate vector failed due to low r/t ratio. Primary vector was selected by the sicd. It was noted that during testing, the patient was "fiddling" with the s-ECG electrode that was near the xyphoid. X-ray was unremarkable for acute bends or kinks in the electrode. The device is only slightly mobile. The patient mentioned a 5 to 10 kilogram weight gain over the past 6 months due to decreased exercise. The patient also ceased his anti-psychotic and attention deficit hyperactivity disorder (adhd) medications. The device was reprogrammed from primary x1 to secondary x2 and a patient initiated interrogation was suggested for review in a few days time. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that the patient mentioned he would occasionally be able to feel the s-ICD electrode when he was lighter in weight. He explained that he noticed he had put on weight recently due to a decrease in exercise, and he knew this because he could not feel the s-ICD electrode as he used to. X-ray review was unremarkable for any product performance issues. The system remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) presented to the emergency room after receiving an inappropriate shock. The patient was asymptomatic and thought they had fallen asleep prior to therapy delivery. The boston scientific (bsc) local area representative stated the episode didn't appear to be true ventricular fibrillation (vf) as a fairly regular low amplitude r-wave signal was observed marching through the event. The morphology returned to the presenting rhythm morphology post shock. Episode review was requested by a bsc technical services (ts) consultant who confirmed the underlying heart rate was unchanged, but there was a notable decrease in the r-wave amplitude. Review of counters in the logfiles showed a rather abrupt increase in the saturation counter in the last quarter of 2025. The patient reported no trauma had occurred to account for the sudden increase in the saturation count. Other counters such as normal sinus rhythm (nsr) to tachycardia have been incrementing since implant five years ago. Noise was present during postural assessment when the patient was on the right side (same position as when shocked) but was not marked and r-wave amplitude did not diminish. Automatic setup was performed and primary and secondary vectors passed for supine and sitting positions; however, alternate vector failed due to low r/t ratio. Primary vector was selected by the sicd. It was noted that during testing, the patient was "fiddling" with the s-ECG electrode that was near the xyphoid. X-ray was unremarkable for acute bends or kinks in the electrode. The device is only slightly mobile. The patient mentioned a 5 to 10 kilogram weight gain over the past 6 months due to decreased exercise. The patient also ceased his anti-psychotic and attention deficit hyperactivity disorder (adhd) medications. The device was reprogrammed from primary x1 to secondary x2 and a patient initiated interrogation was suggested for review in a few days time. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the patient mentioned he would occasionally be able to feel the s-ICD electrode when he was lighter in weight. He explained that he noticed he had put on weight recently due to a decrease in exercise, and he knew this because he could not feel the s-ICD electrode as he used to. X-ray review was unremarkable for any product performance issues. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) presented to the emergency room after receiving an inappropriate shock. The patient was asymptomatic and thought they had fallen asleep prior to therapy delivery. The boston scientific (bsc) local area representative stated the episode didn't appear to be true ventricular fibrillation (vf) as a fairly regular low amplitude r-wave signal was observed marching through the event. The morphology returned to the presenting rhythm morphology post shock. Episode review was requested by a bsc technical services (ts) consultant who confirmed the underlying heart rate was unchanged, but there was a notable decrease in the r-wave amplitude. Review of counters in the logfiles showed a rather abrupt increase in the saturation counter in the last quarter of 2025. The patient reported no trauma had occurred to account for the sudden increase in the saturation count. Other counters such as normal sinus rhythm (nsr) to tachycardia have been incrementing since implant five years ago. Noise was present during postural assessment when the patient was on the right side (same position as when shocked) but was not marked and r-wave amplitude did not diminish. Automatic setup was performed and primary and secondary vectors passed for supine and sitting positions; however, alternate vector failed due to low r/t ratio. Primary vector was selected by the sicd. It was noted that during testing, the patient was "fiddling" with the s-ECG electrode that was near the xyphoid. X-ray was unremarkable for acute bends or kinks in the electrode. The device is only slightly mobile. The patient mentioned a 5 to 10 kilogram weight gain over the past 6 months due to decreased exercise. The patient also ceased his anti-psychotic and attention deficit hyperactivity disorder (adhd) medications. The device was reprogrammed from primary x1 to secondary x2 and a patient initiated interrogation was suggested for review in a few days time. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.